Manufacturer narrative:
This report is submitted on november 28, 2022

Event description:
Per the surgeon, the patient experienced an infection at the abutment site (specific date not reported), subsequently, the patient underwent a skin debridement surgery (specific date not reported) and was treated with oral antibiotics (specific date and duration not reported). However, the issue did not resolve and the device was explanted under general anesthesia on november, 01,2022. There are no plans to reimplant the patient with a new device as of the date of this report.